Manufacturer narrative:
Event summary: visual inspection of balloon catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for four applications on the date of the event. The catheter failed the performance test upon connecting to the console due to a system notice (#50005) indicating that the safety system detected fluid in the catheter and stopped the injection. The dissection and pressure test showed a guide wire lumen kink and twist inside the balloons at 1.1 inches from the tip of the catheter. Pressure test did show the breach at the same point of the guide wire lumen kink. No visible blood was observed inside the catheter. In conclusion, the reported issue (gwl kink, balloon shape) was confirmed through testing. The balloon catheter failed the returned product inspection due to a guide wire lumen kink and breach. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, upon inflating the balloon catheter, it did not expand as expected. Additionally, it was observed under fluoroscopy, that the balloon seemed to have a kink shape. Several inflations were then performed, resulting in the same pear-like shape. Upon further examination of the inflated balloon catheter outside of the body, it was observed that the catheter was kinked and not suitable for the procedure. The balloon catheter was then replaced and the case was completed with cryo. No patient complications have been reported as a result of this event.